Event description:
It was reported that the device lost power during an attempt to defibrillate a pt in ventricular fibrillation (vf). The first shock was delivered successfully to the pt; however, as the defibrillator was being charged for the second shock a low battery warning was given and the device lost power. The device was reconnected to ac mains power, but the staff were unable to switch the device on. A second device was made available and used to treat the pt. The pt was successfully defibrillated.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on the event to the FDA as provided by 21 cfr 803.56.